Manufacturer narrative:
The device was not explanted. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to add a lumbar pedicle screw system to an interspinous process construct due to instability. The interspinous process construct remains implanted. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00263 thru 3012447612-2019-00265.

Event description:
It was reported that a revision surgery was performed to remove an interspinous process construct due to instability. The construct was replaced with a lumber pedicle screw system. This is report one of three for this event.

Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to remove an interspinous process construct due to instability. The construct was replaced with a lumbar pedicle screw system. This is report one of three for this event.